Event description:
It was reported "three out of the eight leads were not working". No patient symptoms were reported. It was unclear if the complaint was referring to "3 of 8 electrodes" or leads. Additional information has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).